Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
Customer reports: there was a crack on the plastic end of the hypodermic needle, which caused vaccination liquids to leak. Per additional information provided by the customer on 6/1/23, the hub of the needle was cracked. The patient had to be re-administered the vaccine since all of the contents have leaked and was not administered properly.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.